Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist confirmed that the station had been found in disconnected mode with critical override and data sync, while maintenance tasks and structured query language (sql) server services had been disabled. A tss had attempted to start the services but had encountered issues connecting to the database. After terminating the sql server task via command prompt, the service was successfully restarted. A tss noticed that the ds client oltp database was in emergency mode. A tss took the database offline and subsequently brought it back online, which resolved the issue and confirmed that there were no pending retries on the station. To ensure stability, the database was deleted, and a full sync was performed. After rebooting, the station became fully operational, with the customer confirming that the station was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unexpected error was showing on station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.